Event description:
It was reported that the superior vena cava (svc) lead impedance warning had triggered due to high impedance. Approximately one week later, the right ventricular (rv) coil alerted for high impedance. The physician turned off lead detection and continues to monitor the pacing function of the implanted system. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009; d224trk bi-ventricular defibrillator, (B)(6) 2009. (B)(4).